Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis: the device was returned and evaluated by product analysis on 01/12/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues; occlusion alarms occurred during prime at 03:16 and 03:19; deliveries resumed at 03:30. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 580 mg/dl with moderate ketones, abdominal pain, extreme thirst, extreme drowsiness, nausea, symptoms of dehydration, shortness of breath, vomiting, difficulty waking up, and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported the pump emitted a call service 064 alarm once randomly. Troubleshooting was not completed and the reported alleged a pump malfunction. This complaint is being reported because the reported health event was attributed by the reporter to an alleged pump malfunction.